Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus korea, omsc surmised there was the possibility this phenomenon was attributed to the camera cable break of the subject device due to the unexpected force applying by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device was not displayed during the incoming inspection for the repair at olympus (B)(4). It might have occurred due to the camera cable break of the subject device. Also the error e226 which indicated communication problem was occurred between the subject device and the video system center was displayed at that time. There was no patient injury associated with this report.